Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported suspected rupture of the device. This record relates to left side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
The affected side is unknown.

Event description:
Healthcare professional reported suspected rupture of the device. This record relates to left side. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d1, d2, d4, g2, g4.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, d6b, h6.

Event description:
A healthcare professional reported suspected rupture of the device and ¿periprosthetic effusion¿ diagnosed by MRI. This record relates to the right side. Device was explanted and replaced with another manufacturers device.

Manufacturer narrative:
Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Seroma-late: unable to observe since it is not related to the device. No additional observations were carried out. No further actions are required as no manufacturing issues are observed.

Event description:
A healthcare professional reported suspected rupture of the device and ¿periprosthetic effusion¿ diagnosed by MRI. This record relates to the right side. Device was explanted and replaced with another manufacturers device.

Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Physician has further reported capsular contracture baker grade iii.